Event description:
This valve was the replacement device that was explanted due to paravalvular leak. Nine months postoperatively, the patient underwent surgical repair of mitral valve dehiscence with resulting "significant leak" seen on tee the previous week. According to the operative report, one-fourth of the circumference was dehisced resulting in paravalvular leak "starting at the posteromedial commissure and working counterclockwise". Paravalvular leak was also noted and repaired at the middle of the anterior fibrous trigone. Postoperatively, the valve was seated well circumferentially with no recurrent leak and the patient was discharged home in stable condition. Tte performed showed a normal functioning mitral prosthesis. The patient was continuing with regular follow-up visits and the valve remained implanted. No additional information has been received.